Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an inaccurate fill estimate. Customer loaded a new cartridge and infusion set and successfully resumed insulin delivery. Customer's blood glucose level was not impacted.